Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced an "unk audible alarm". The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The report of audible alarms was confirmed during analysis. The evaluation of the returned heartmate ii system controller serial number (B)(4) revealed compromised inner conductors. The white power cable was found to have a severed/broken brown (battery voltage monitoring line) and yellow (alarm out) inner wires. Movement of the white power lead at the connector end resulted in power cable disconnect and low voltage alarms. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.